Event description:
It was reported that a connecting screw broke and the helical blade would not fully advance through a nail during a trochanteric fixation nail (tfn) open reduction internal fixation (orif) procedure of the right hip. Upon insertion of the nail, the connecting screw, which attaches the nail to the insertion handle, broke off leaving part of the threads in the nail. The remaining threaded portion of the screw was removed and the nail was taken out and was re-attached to the insertion handle with a different connecting screw. The nail was re-implanted and the guide wire was positioned for the helical blade. The helical blade would only advance half-way through the nail; the locking mechanism had migrated distally, blocking the helical blade from passing through the nail. The helical blade and the nail were removed. A new helical blade and a new nail were inserted. There was an approximate thirty (30) minute surgical delay and the procedure was successfully completed. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Patient initials are bd. Patient weight is reported as (B)(4). Device is an instrument and is not implanted or explanted. Per facility, complainant parts will not be returned for manufacturing review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: this lot was manufactured on september 26, 2005 at brandywine. A review of the device history records indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product released was manufactured to specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.